Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, the inspiratory breathing tube spontaneously detached itself from the inspiratory safety guard, the device briefly alarmed with high priority (patient disconnect) and then passed into a low alarm (blue), which the customer did not perceive. The patient became hypoxic and asystole. Temporary manual ventilation and cardiopulmonary resuscitation were required.

Manufacturer narrative:
Ge healthcare product engineering performed an analysis of returned samples of the breathing circuit and inspiratory safety guard from the customer not actually used in this event. The breathing circuit did not show any adverse signs that would cause it to disconnect from the inspiratory safety guard. The inspiratory safety guard had small surface marks but nothing that would impact the mechanical integrity of the part. The root cause of this investigation cannot be determined. The returned samples were analyzed. No conclusive evidence could determine the root cause. No further action is indicated. The patient involved in this event has recovered.